Event description:
It was reported that during a procedure, at 169,365 joules, the laser repeatedly reverted to ¿standby" mode. The procedure was completed with a second fiber. "No harm to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild burn on detritus; the outer flow tubing exhibits mild contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.